Event description:
It was reported that a suspected infection developed at the patient's ipg site. The patient was treated with an unspecified oral medication. Laboratory testing determined that the site was not infected.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that infection at the ipg site was confirmed and the wound at the ipg site has not healed. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
A wound vaccuum was used at the ipg site on an unknown date. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced to address the issue.